Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) would not power up when the platform was deployed for resuscitating a patient" was not confirmed during the functional testing and archive data review. No device malfunction was observed during the functional testing, and the autopulse platform functioned as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing with no error or fault, and no significant discrepancies were noted during the archive data review. The customer reported complaint was not reproduced during the testing, and the platform powered up every time during testing with the known good autopulse li-ion batteries. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The customer reported that the autopulse platform (sn (B)(4) would not power up when the platform was deployed for resuscitating a patient. No further information was provided. The patient's status information was requested, but the customer did not provide a response.